Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As a result of the evaluation, olympus medical systems corp. (Omsc) determined that the device may have been used in the procedure with the air/water nozzle clogged with foreign material. Omsc confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of foreign material clogging in the air/water nozzle. The instruction manual states that the air/water nozzle at the distal end of the endoscope¿s insertion section, air-feeding function, and objective lens cleaning function should be inspected. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the air/water nozzle may be clogged due to damage to the silicon tube or packing of peripheral devices and debris entering the air/water channel. -from the device inspection result by olympus keymed (okm), it was confirmed that the air/water nozzle was clogged with foreign material and that the foreign material was not derived from the device. -according to the past similar cases, it was surmised that the silicon tubes and packings of peripheral devices were damaged and debris entered the air/water channel. In addition, based on the following information, the endoscope that was poorly reprocessed may have been used in the procedure due to improper reprocessing or improper preparation for use. -according to the inspection result of the device, the air/water nozzle was clogged. -according to the past similar cases, it was surmised that reprocessing was inadequate due to lack of training of user facility staff. -the instruction manual states that it is necessary to confirm that there is no abnormality in the air/water nozzle and that air and water can be supplied normally in preparation for use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The light guide cover glass and the optical cover glass were chipped. The adhesive of the light guide glass was worn. The adhesive of the optical cover glass was porous. The outlet pipe was clogged. The coating on the insertion part was peeled off. The remote switch was worn. There was dirt on the pins of the endoscope connector. The endoscopic image was hazy. The amount of air supply and water supply and the amount of suction were out of specifications. The electrical safety test has failed. The device was last received by olympus service on september 2, 2020. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported to olympus that the user found the air/water channel blockage during manual cleaning and failed high-level disinfection in the washer. According to the user facility, the device could have been contaminated with body fluids. The device was not in contact with the patient with the infection. Also, there was no report of patient injury and infection associated with the event. The user facility returned the device to olympus (B)(4). Olympus (B)(4) then inspected the device and found that the air/water nozzle outlet was clogged with black debris.